Event description:
Procedure: lap nissen fundoplication. Reportedly, the surgeon passed the needle three times and with the last passing, one side of the needle tip broke off. Surgeon removed the instrument, could not locate the tip that broke off, x-ray's were negative.